Event description:
Additional information was received: there was no patient injury.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted there was no power to the air detector. During functional testing, one of the wire harness' inside the air detector was found disconnected. Root cause of the issue was attributed to the tie wrap placement securing the wire harness'. This was causing tension on the power wire connection, pulling it free from the control board. It could not be determined when the tie wraps were placed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced and corrected the positioning of the tie wraps so there is no more tension on any of the connections. Replaced o-rings, return tube and fan guard for preventative maintenance. Device passed functional testing after the completed repairs.

Event description:
It was reported that the device's air detector was not operating and not coming on. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.